Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Ulcer, perforation and abscess are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient had surgery for a duodenal perforation, probably due to a decubitus ulcer from the j tube. Apparently, they drained a large abscess. The plan was to remove the j tube and administer duodopa to the stomach until the intestine healed. The patient was in serious condition, in reanimation, intubated and sedated but stable. When attempting to remove the j tube, it showed resistance, so an abdominal plate was done to ensure that the tube was in the stomach and not in the duodenum near the perforation. The j tube was located between the pylorus and the antrum of the stomach, the walls were possibly thickened by the tube and it must be removed. It was also observed that the tube had a knot and that was why it did not allow manual withdrawal through the peg. Since the surgery was recent and he was not very stable, it was decided to wait to perform the endoscopy to remove the j tube. On (B)(6) 2021, the neurologist removed the tubing and the patient was stable with a nasal cannula. Since (B)(6) 2021, the patient was conscious and oriented. He gradually improved and when the intestine heals, they would assess the possibility of performing an endoscopy.